Manufacturer narrative:
(B)(4)

Event description:
New information received indicates that myopotential oversensing was observed through remote transmission. Insulation damage was suspected. Programming changes were made, but lead replacement was still suggested.

Manufacturer narrative:
.

Event description:
It was reported that high, high voltage lead impedance was noted. Programming changes were made. Lead remains implanted.